Event description:
Rptr had breast implants for augmentation in 1975 at age 27. A mammogram in 12/93 detected rupture/herniation of implant. In 1/92, rptr developed back, neck and arm pain. Back, neck and arm pain diagnosed as osteoarthritis and possible tendonitis.